Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer. The ventilator failed pressure transducer test during pre-use check. The conclusion was that the pressure transducer printed circuit boards pcbs and monitoring printed circuit board pcb were replaced. Also, in previous inspection made by hospital biomedical found broken o2 sensor. The o2 sensor with o2 sensor cable were replaced. After replacement, the ventilator passed pre-use check. The unit handled over in good working order. The provided test log revealed failed pressure transducer and o2 sensor tests dated 07/30/2002, the date of the ventilator was most likely not installed. No parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
Manufacturer's ref#: (B)(4).

Event description:
It was reported that the ventilator failed the pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref #: (B)(4).